Manufacturer narrative:
The customer tried to drain manually, with assistance from bci customer technical support (cts), but it did not work. A bci field service engineer (fse) replaced duro tubing, pump tubing, and filter on diluent lines. A root cause for this event is unknown.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a leak on coulter act 8 hematology analyzer. It was discovered that the wbc bath was overflowing. The customer was wearing gloves and lab coat while troubleshooting, and there was no exposure to mucous membranes or open wounds. Msds was not reviewed, but there is an exposure control plan in place. No death or injury was reported for this event. No one sought medical attention, and there was no effect to patient or user.